Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection, as listed in the rx multi-link vision instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, distal left anterior descending (lad) artery the 3.0 x 28 mm vision stent was deployed, however, a dissection was noted at the proximal stent end; a 3.0 x 15 mm vision was used overlapping as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.